Event description:
The reporter contacted animas on (B)(6) /2013 reporting that the patient¿s display screen went blank. The reporter stated that the patient had the pump in a back pocket while playing baseball and the pump display screen went blank after the patient slid into second base. The reporter stated that the patient was removed from the insulin pump related to the blank display screen and the patient experienced a blood glucose of 542 mg/dl while using a back up treatment plan. The reporter stated that the patient was treated via syringe and the blood glucose levels decreased to 60 mg/dl. This report is made based on the allegation that the patient experienced hyperglycemia after discontinuing pump therapy related to a blank display screen.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/30/2013 with the following findings: confirmed the pump powers on with display remaining blank. The display screen is cracked. A test display screen was used to allow further testing. Daily insulin delivery totals correctly reflected the user's programmed basal rates. No activity outside normal use observed in the black box or download history. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.